Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was only getting stimulation on one side. X-ray was taken and revealed lead migration. The patient underwent a lead repositioning procedure and was doing well postoperatively with great coverage.